Manufacturer narrative:
Date of event: estimated as the date of the event is unknown.

Event description:
It was reported via social media that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. The closure device was later seen embolized to the bottom of the patient's heart near their stomach during their follow-up appointment. The patient did not pursue any future implant of a closure device.